Event description:
According to the complaint two patients received skin blisters after using the tcm4 for a sleep study. Two tcm4 monitors was sent to radiometer for evaluation but the customer did not know which of the two monitors were used for the study. This report concerns patient ref. (B)(4). MDR reports for the other affected patient will be submitted with MDR reference 3002807968-2014-00055.